Event description:
Caller states that during a correlation study, the following coaguchek/lab results were obtained: patient 1: 4.9 inr/3.6 inr; patient 2: 4.5 inr/3.0 inr; patient 3: 5.0 inr/3.7 inr; patient 4: 2.3 inr/1.7 inr; patient 5: 7.8 inr/5.3 inr; patient 6: 4.8 inr/3.5 inr. No treatment information reported. No adverse event reported. Requested return of suspect device, however, no strips are available for return.